Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event sinusitis (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with in the nasolabial folds with juvéderm® voluma¿ xc and in the lip and chin with juvéderm® ultra. Approximately two and a half months later, patient experienced inflammatory issue and facial swelling over lateral cheeks. Patient was diagnosed with sinusitis, deemed not related to the device, and was prescribed antibiotics and steroids like prednisone. Juvéderm in the cheeks were started to be dissolved gradually. Patient has hyperactive immune system. Swelling would come back after patient finished steroid cycles so patient was put on doxycycline and augmentin. Symptoms ongoing.